Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the non-critical reported issue and observed the device lock up upon boot up after attempting a software reload. The customer was sent a replacement device. Physio removed the system pcb assembly for further evaluation and the device was sent to be scrapped. Physio further evaluated the removed system pcb assembly and determined that the cause of the observed issue was due to an inoperative single board computer of the system pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device became stuck in the power up self test after an attempt to re-load device software. Further evaluation determined a device malfunction occurred. There was no patient use associated with the reported event.